Manufacturer narrative:
(B)(4).

Event description:
The physician was treating a lesion on the proximal om, with moderate tortuosity, moderate calcification and 82% stenosis. The everest survival kit was removed from packaging per IFU, the device was not damaged on inspection. The device was prepped as per IFU. It is reported that the needle was unresponsive during balloon inflation - the balloon did not inflate at all. The manometer gauge did not exhibit any damage. The syringe was replaced by another mdt device. No injury caused to the patient.

Manufacturer narrative:
Device evaluation: received for analysis was one ac3200 everest inflation device without original packaging, the needle on the gauge was received at 0atm and the plunger at the end of the syringe body. The device exhibited what appears to be dried residual contrast media or saline inside the in the manometer casing covering part of the needle, some of this was also noted at the orifice where the needle is connected to the shaft holding the needle. The device was preliminary tested as received; when pressure was applied turning the lead screw, the needle moved progressively to 30atm holding pressure without issues for three minutes. The needle retuned to 0atm after the everest was depressurized. While under vacuum the needle moved to the red vac position as required. The plastic covering the gauge was removed and with a wet piece of cotton the needle was carefully wiped and substance dissolved quickly. Testing on the device resulted in the everest functioning without performance issues.